Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. Liquid was observed to be leaking from a longitudinal tear in the balloon material at 1 mm proximal to the proximal end of the proximal markerband for a distance of 8 mm distally. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the device was unable to cross the lesion. A 10/2.75 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion located in the mid right coronary artery (rca). During the procedure, it was noted that the device could not cross the lesion. No patient complications were reported and the patient's status was stable.